Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the minute ventilation (mv) sensor had been disabled by the signal artifact monitor (sam) device diagnostic. A review of the stored data identified two sam events in which atrial noise was detected in both episodes. All impedance measurements were normal. External noise was observed on both the atrial and ventricular electrograms at a much greater frequency than the mv signal. A boston scientific technical services consultant discussed troubleshooting with the caller. No adverse patient effects were reported.